Event description:
Medtronic received report that the axium coil failed to detach. It was noted that the axium coil an all accessory devices were prepared as indicated in the instructions for use (IFU). The physician attempt with the first instant detacher (ID) without detachment of the coil. A second ID was also used to try and detach the coil, but the coil still could not be detached. 4 total unsuccessful attempts were made to detach the coil with an ID. It was noted there was no probably with the ID. The physician then attempted manual detachment method using the hypotube but this also failed despite 3 attempts at manual detachment. The coil was removed. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Product analysis: equipment used- video inspection system ((B)(6)), ruler ((B)(6)), camera (panasonic lumix dmc-zs5) as found condition- the axium prime device was returned within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: the axium pusher was found broken distal to the break indicator with the release wire and inner liner broken and extending out of the proximal end. The proximal segment (actuator interface, positive load indicator, break indicator and coupler tube) was not returned for analysis. The coin was found slightly retracted out of the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found to be stretched and separated from the detach element at the wire weld. With the polypropylene filament broken. The coin appeared to be undamaged. The lumen stop was found damaged (ovalized). Testing/analysis the exposed release wire was retracted. However, the release wire was found stuck. Under magnification, the outer jacket was removed, and the release wire was retracted, and the coin exited the lumen stop against high resistance. The coin was measured to be ~0.088mm @ 0.063mm, ~0.099mm @ 0.127mm, and ~0.099mm @ 0.275mm, which is within specification (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). The inner diameter of the lumen stop could not be measured due to the damage. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. The coin was found stuck within the lumen stop. The lumen stop was found damaged, indicative that the coin was jammed within the inner diameter of the lumen stop. The cause of the coin stuck within lumen stop could not be confirmed. There was no non-conformance to specifications that would contribute towards the stuck coin and subsequent non-detachment. The implant coil was found stretched/broken. Possible causes include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances/retracts the coil against resistance or incompatible catheter. The instant detacher and proximal pusher used in the event was not returned. Therefore, any contribution of the instant detacher and proximal pusher towards the non-detachment could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported lesion characteristics: acom aneurysm. Vessel tortuosity was minimal. Prior to coil non-detachment, there were no issues encountered. No pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.